Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 489 mg/dl and low blood glucose of 39 mg/dl. Customer¿s current blood glucose is unknown. The customer reported sensor anomaly. The customer did not experience any symptoms such as a result of high blood glucose and low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. The insulin pump will not be returned for analysis.